Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('occasional pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), abdominal pain lower ("cramps"), genital haemorrhage ("heavy bleeding"), urticaria ("hives") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, weight increased, abdominal pain lower, genital haemorrhage and urticaria outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, pelvic pain, rash, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- rash, urticaria, pelvic pain, genital bleeding, abdominal pain, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2 and fu3 process together. Social media received. New reporter added. Case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.